Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report numbers: 1627487-2019-02295. It was reported the patient is not receiving effective therapy due to high impedances. It was reported that the patient had a fall that possibly resulted in a fractured lead. Surgical intervention was undertaken and the leads were explanted and replaced. Reportedly therapy was restored post-surgery.

Event description:
Device 2 of 2: related MFR report numbers: 1627487-2019-02295.